Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined and revealed kinks along the hypotube at 45am, 49.5cm, and 53cm from the hub. The hypotube is separated 56.1cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occured. During unpacking of a 3.00mm x 15mm emerge balloon catheter, the shaft was noted to have detached from the connection part when the device was taken out of the hoop. The procedure was completed with another of the same device. No patient complications were reported.